Event description:
Lvad [left ventricular assist device] reportable. [Redacted] patient had heartmate 3 left ventricular assist device implanted approximately 31 months ago. Admitted for chest pain and on cta [date redacted] found to have worsening stenosis of the left ventricular assist device outflow cannula, now with severe narrowing of the lumen from large amount of wall-adherent thrombus. No device alarms. Now s/p [status post] outflow graft stenting [date redacted]. Discharged home in stable condition. Bub fault alarm on primary controller.